Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer woke up with a blood glucose (bg) level of 346 mg/dl. The customer stated the suspected cause was due to consumption of pizza the night prior. The customer delivered a bolus via the pump. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. The customer reported that the pump would continue to be used for insulin therapy.